Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit and there were no malfunctions with the unit and it passed testing and was given to the customer in working condition. The fse did observe that the extension line of the catheter, which was inserted for testing purposes, was being operated without being inserted. After further testing, the unit was good after running it with a trainer. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was giving an autofill failure alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: (4117/213): additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6). Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was giving an autofill failure alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).